Event description:
A falsely elevated advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample and the result was higher than expected. There was no troponin ultra reagent tests remaining in the previously used reagent readypack, and the customer performed repeat testing on a new advia centaur xp troponin ultra readypack of the same reagent lot. The repeat advia centaur xp troponin ultra result was lower. The discordant result was not reported to the physician. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp troponin ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cause for the initially elevated advia centaur xp troponin ultra result, compared to the lower result when the same sample was repeated on a new advia centaur xp readypack ID #(B)(4) is unknown. The customer's quality control results were within normal ranges when last run on advia centaur xp troponin ultra readypack ID #(B)(4), however quality control was not run at the time of the discordant troponin patient result. On further inquiry by siemens, the customer did note several other falsely elevated patient results at the time of the incident. There were only eight remaining tests available on readypack #(B)(4) when the patient samples were initially run. None of the falsely elevated troponin ultra results were reported to the physician(s). The patient samples were repeated a new advia centaur xp readypack ID #(B)(4)and the results were all lower. The advia centaur xp troponin ultra readypack ID #(B)(4) from which the discordant results occurred is not available for further investigation by siemens. No conclusion can be drawn. Other patient test results: sid readypack ID initial results new readypack ID results (B)(4) 4.399 19521 0.000 (B)(4) 3.719 19521 0.000 (B)(4) 2.800 19521 0.004 (B)(4) 1.487 19521 0.000 (B)(4) 1.562 19521 0.001 (B)(4) 1.609 19521 0.292 (B)(4) 4.412 19521 0.000 the instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.